Event description:
Related manufacturing ref: 9680001-2018-00029, 9680001-2018-00030, 9680001-2018-00031, 9680001-2018-00032. During a pulmonary vein isolation procedure, the procedure was delayed 90 minutes due to communication issues. During the procedure communication issues occurred with three different catheters and the user decided to replace the tactisys. The delay occurred waiting for the replacement tactisys unit to arrive. The user was able to complete a block line while waiting for the replacement. Following the replacement unit and catheter the procedure continued; however, midway through the procedure the catheter would also not communicate. The procedure was completed with a non-abbott catheter with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis but was tested in the field and functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and delay in procedure could not be conclusively determined.